Event description:
Patient was being oral suctioned using blue tipped suction catheter when tip came off and became lodged far in back of patient's throat. Physician had to be called to remove catheter tip.